Event description:
On (B)(6) 2012, during a customer service call with animas, the reporter alleged having intermittent difficulty getting multiple buttons to respond , starting approximately one month ago. The keypad is intact, but label on ok button is gone. The pump is worn under garments next to body. The patient has a backup plan if needed. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: contamination under button with visible physical keypad damage, torn keypad, button contact defect . Testing confirmed intermittent responses to button presses on the up, down, ok and contrast buttons. Multiple button presses requiring increasing force are required before the buttons will engage. None of the buttons on the keypad have normal spring back or click. The keypad cover is damaged, torn along the sides of the keypad between the top of the up arrow button to the center of the ok button. All the button contacts are exposed. Keypad cover was removed to check condition of the button contacts. Contamination was present under the contacts of all buttons. It was observed the button contacts on the up, down and ok buttons are inverted.